Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was cut and torn. Therefore, the reported condition was confirmed. It was determined that this was due to mishandling (user error) by allowing the cord to come in contact with a sharp object then use excessive force by pulling on the cord. The assignable root cause was determined to be due to component damage caused by user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the foot control device was not functioning. It was further reported that the device was not connecting to console device. There was a five minute delay to the planned surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.